Event description:
The customer states that back in (B) (6) 2009. One patient sample generated an axsym htsh assay result of 0.27 uiu/ml. The patient was drawn again on (B) (6) 2009 and tested with the axsym htsh assay and generated a result of 13.1 uiu/ml. No patient information is available. Controls were within specifications on all runs. There is no impact to patient management reported.

Manufacturer narrative:
(B)(4). The complaint tracking and trending database was reviewed for similar issues. No issues related to the current complaint were identified that would indicate that there is a product deficiency. Axsym ultrasensitive htsh ii reagent package insert (B)(4) contains sufficient information to address this present customer issue. Based on the results of this investigation, the axsym ultrasensitive htsh ii assay, list 7b39-20, lot 76427q100 is performing as intended and no additional product issues or malfunctions were identified. No further investigation is required. This is a final report.

Manufacturer narrative:
(B) (4). This is an initial report. An investigation is in process. A final report will be submitted when the investigation is completed. An investigation is in process.